Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the physician attempted to image the lesion with an intravascular ultrasound (ivus) catheter. The 90% stenosed and severely calcified lesion was located in the right coronary artery (rca) proximal and the ostium of the rca was tortuous. The lesion was attempted to be pre dilated with a balloon, however, the balloon did not expand well. The physician felt resistance while trying to advance the catheter into the lesion and was unable to cross the lesion. During the attempt to withdraw the catheter from the patient, no resistance was felt, however, the tip separated; this was confirmed with radiography image. The detached tip remained in the patient at the lesion location. The physician attempted to retrieve the tip, however, the tip migrated during the process. The physician then performed a coronary angiography (cag) and the tip was located in the left antebrachial region. The physician used forceps to successfully remove the tip from the radial. The patient was reported to be in "good" condition.

Manufacturer narrative:
(B)(4). The plunger and anterior needle were not returned. Evaluation of the returned device found the posterior cuff remained in the foot pocket, confirming the reported cuff miss experience. The posterior needle tip was released from the shank but was not engaged with the posterior cuff and remained undamaged. This is indicative of posterior needle being deflected away from posterior foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by bent anterior cuff tabs. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.